Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2019, the surgeon implanted a ph cage in the patient. During the surgery, a 40 mm solid locking screw was driven down to the plate under power, which is not recommended by the manufacturer, and finished tightening by hand. The surgeon decided he wanted to use a shorter solid locking screw, and attempted to remove the 40 mm screw by hand, but the screw appeared to have cold-welded with the plate. When the surgeon gently tapped the back of the h10 driver handle with a mallet to help engage the driver head and screw head, he heard a "snap." The driver tip broke off and remained in the screw head. The surgeon decided to leave the driver tip in the implanted screw and completed the surgery without any further complications.